Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank screen. The customer¿s blood glucose was high and treated with 5 unit bolus from insulin pump. Customer states they took the cap off to get the battery to connect and it was showing a full battery and the reservoir was showing empty. Customer declined to troubleshooting for high blood glucose due to the fact the insulin pump had went to a blank screen. The insulin pump will not be returned for analysis.